Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hypotension and peritonitis. There is no documentation that supports a causal association between the patient¿s hospitalization for progressive hypotension and the liberty select cycler. The patient was on anti-hypertensive medication prior to the event likely a co-founding factor for the patient¿s low blood pressure. There is a possible association between the patient using more 2.5% delflex solution during pd and the patient¿s progressing hypotension. The patient was continued on pd therapy while hospitalized and the patient¿s hypotension resolved. There is no documentation that indicates the patient¿s incidental finding of possible peritonitis was associated with the liberty select cycler. There have been no reported allegations of a liberty select cycler product deficiency or malfunction related to the patient¿s peritonitis event. However, the patient did have reported pd catheter (not a fresenius product) malfunction for which the patient declined medical intervention. The patient had ongoing abdominal pain and distention which may have been associated with pd catheter malfunction or peritonitis. The patient was treated with antibiotics and is reportedly recovering from the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) reported they were hospitalized due to unspecified issues related to their pd catheter (not a fresenius product). Information received through follow-up revealed the patient was hospitalized for progressive hypotension, with symptoms of light-headedness which worsened in the upright position, and incidental finding of possible peritonitis. The patient¿s past medical history is significant for hypertension for which the patient was taking antihypertensive medications; notably coreg 12.5 milligrams (mg) daily and hydralazine 100 mg/ nifedipine 60 mg when systolic blood pressure above 150 mm/hg. Moreover, the patient had reports of chronic and ongoing abdominal pain and distention. The patient had a malpositioned pd catheter, which the patient declined treatment. The patient was on daily pd and reported to had been using more delflex 2.5% pd solution to relieve symptoms of distention. While hospitalized, the patient received bolus of intravenous (IV) normal saline (unknown amount). The patient was also discontinued from her antihypertensive medications and initiated on anti-hypotensive agent midodrine 5mg. Additionally, the patient¿s pd effluent showed mildly elevated white blood cell (wbc) and as a result the patient was placed on antibiotics for possible peritonitis. The patient reportedly continued pd therapy during hospitalization. The patient¿s hypotension resolved during hospital stay (blood pressure (bp) recorded 117/77) and the patient was discharged home six days later. Per the patient¿s pd nurse, the patient continued antibiotic therapy upon discharge with vancomycin 1000 mg intra-peritoneal (ip) x 2 doses and cefepime 1000 mg ip once daily for 10 days. The patient is reported to be recovering and continuing pd therapy without further reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.